Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, high capture threshold due to lead dislodgement was noted on the left ventricular lead (lv). It was noted that the lead was dislodged due to the patient¿s vein diameter. Lead repositioning was attempted but the lead was found unstable once again due to the patient's anatomy. The lv lead was explanted and a new lead was implanted in a smaller vein to resolve the event. The patient was stable with no adverse consequences reported.